Event description:
It was reported that the bd¿ thin wall pen needle broke off. The following information was provided by the initial reporter: the needle broke off.

Manufacturer narrative:
Investigation summary: the customer issued a complaint for broken pen needle detected on the market by the end-user. One (01) sample picture was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. According to the picture provided by the customer, bd confirms the reported condition by the customer. The needle from the pen needle is broken. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on the description and the picture, bd assigned a quality criteria that is related to the issue and identified in the agreed specification. After reviewing the occurrence is within the specification and no further action will be assigned and the report will not be updated on receipt of additional sample information. As a consequence, bdm-ps will not define any corrective or preventive action following the investigation of this complaint.